Event description:
The hub of a 3.0 x 33mm cypher select plus stent was noted to be cracked when trying to attach the inflation device. It was noted to be leaking contrast when trying to deploy stent. The product was successfully removed from the patient, and the procedure was completed with another cypher stent.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.